Manufacturer narrative:
Insulin pump received with cracked end cap, cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.